Event description:
Sensor error with the u/s catheter - catheter was removed and replaced without incident or harm to the patient. Manufacturer response for eco diagnostic ultrasound catheter, soundstar eco diagnostic ultrasound catheter (per site reporter): clinical site notified the manufacturer directly and coordinated return if applicable.